Event description:
The customer reported the trailing haptic of the cq2015a three piece collamer lens was torn during loading, however, the damaged was not observed until the surgeon was advancing the lens in the eye. The lens was removed and replaced with another same model/diopter lens without any patient injury.

Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation, results: visual inspection of the returned lens showed the optic was torn and a haptic was torn off and missing. The lens was received in liquid. (B)(4).